Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation, in this case, were likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it was never discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received information that a 28mm 5200m annuloplasty ring, implanted approximately two (2) years and five (5) months, was explanted due to mitral stenosis and regurgitation. The ring was originally implanted for mitral valvuloplasty to correct mitral regurgitation. The patient was initially treated with diuretics for mitral stenosis and regurgitation but was eventually indicated for mitral valve replacement. The ring was explanted and mitral valve replacement was performed. The device was not returned for evaluation as it was discarded at the hospital. The patient information was requested but unavailable.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (component codes, investigation findings, and investigation conclusions).